Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an extraction plate distal femur procedure on (B)(6) 2013, while extracting the screw from the plate using the screwdriver shaft, the screwdriver broke. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.